Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that the transmitter never worked or connected. The patient was unable to provide the exact message on the display screen. No symptoms were documented. The patient was unable to check her bg finger value at home and went to the hospital. The bg finger stick value at the hospital was 400 mg/dl and she was treated with an insulin injection. After the event she was in stable condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that the transmitter never worked or connected. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed. No data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).